Manufacturer narrative:
Corrected date: (date received by the manufacturer) the manufacturer was notified about the event on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when preparing to anastomose during laparoscopic gastric cancer surgery, the connection between the stapler and the anvil broke and the anvil head fell into the stomach of the patient. It was converted to open surgery due to device's problem and the staple's anvil head was removed through the use of a gastroscope to locate it. The operation was extended for 30 minutes or more. The patient was alive with no injury.